Event description:
It was reported that the left ventricular (lv) lead caused "severe diaphragmatic stimulation." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trm, bi-ventricular implantable cardioverter defibrillator, 2013-(B)(6); 6947m62, implantable tachy lead, 2013-(B)(6); 5076-45, implantable pacing lead, 2013-(B)(6). (B)(4).